Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone13.4. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing pod on the skin for 4 and 24 hours when medical attention was sought. A nurse reported that the patient required medical assistance due to the continuous glucose monitor (cgm) sensor failing to display glucose readings. Multiple troubleshooting steps had been attempted prior to the event, including replacing the cgm sensor twice and changing the pod three times. Despite these interventions, the application continued to show a "sensor not found" error message. No resolution was achieved before communication with the patient was lost due to technical difficulties. The patient remained hospitalized at the time of the last update. Symptoms, details, diagnosis and treatment provided by the healthcare professional were not available.